Event description:
It was reported that a gas loss alarm occurred during the use of intra-aortic balloon (iab) therapy on the cardiosave intra-aortic balloon pump (iabp). No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, e1 (event site email), h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e3.

Event description:
It was reported that a gas loss alarm occurred during the use of intra-aortic balloon (iab) therapy on the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.